Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed the impactor is broken. Therefore, the contribution of the device to the reported event could be corroborated. The clinical/medical investigation concluded that, this case reports that after a thr, the surgeon identified a fracture of the femur distal to the tip of the femoral implant on a post-op x-ray. Three days later the patient had a revision. Per the complaint details, the surgeon opted to leave the stem in place, use cables to stabilize the fracture, and replace the femoral head. Per email communication, no additional information is available. Without clinically relevant information for evaluation, the root cause of the reported pain cannot be definitively concluded. Further patient impact beyond the reported revision could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr surgery the jrn ii bcs lck fem implant impact was broken. The procedure was completed, without delay, using a s+n back-up device.

Manufacturer narrative:
Internal complaint reference (B)(4).